Event description:
During the placement of the subject device into the ruptured anterior communicating artery (acom) aneurysm, the pt suffered a vasospasm. The physician was unable to verify if the device was fully seated within the aneurysm due to the vasospasm and the device was removed. It was not disclosed if any action was taken to treat the vasospasm. There was no reported clinical consequence to the pt. The pt was reported to have a modified rankin score of 1 at a follow up appointment four months post procedure.

Manufacturer narrative:
For no allegation of product malfunction or non-conformance contributing to the reported event. Evaluation: conclusions: for anticipated procedural complication. The device history record review confirmed that the device met all material, assembly and performance specifications. The device was not returned for analysis. There is no indication of any device malfunction, non-conformance or misuse. From the info provided, there is no indication that the device was not used in accordance with the labeling or that this caused or contributed to the reported event. A review of the labeling found that the vasospasm is noted as an anticipated procedural complication associated with such procedures. Therefore, it was determined that the most probable cause for the vasospasm was anticipated procedural complications.